Manufacturer narrative:
A root cause could not be identified. Based on the results of the investigation, the most likely cause of the dust in the device was unable to be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the subject device exhibited dust inside. There was no patient involvement.